Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead that had been implanted for more than five years was surgically abandoned due to increased impedance. Since the pulse generator was needing a replacement for normal battery depletion, it was explanted and a new one implanted. This lead was successfully replaced. No additional adverse patient effects were reported.